Event description:
A nurse reported that the intraocular lens (iol) got stuck in the cartridge and one of the haptics broke when the surgeon was about to put the iol in the patient's eye during a cataract surgery. The iol was placed in the eye anyway and the next day the patient came for an extra check up. The iol had been dislocated. There was a delay in surgery. No sutures were required. The patient is fine but the iol has been explanted (unknown date). Additional information has been requested.

Manufacturer narrative:
A sample is in transit to the manufacturing site for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested and received. (B)(4).

Manufacturer narrative:
Evaluation summary: product evaluation: the product was returned for analysis and reported complaint was observed. Results from the product history record review indicated the product met release criteria. Additional observations were as follows: a broken haptic (gusset to distal tip) was returned inside the tip area of a monarch d cartridge. Solution was observed dried in the cartridge. The haptic distal tip is nearest the exit of the cartridge and this broken haptic is in a straightened position. Slight stress lines are observed on the cartridge tip. The cartridge shows evidence of being placed into a handpiece. While unable to determine the origin of the damage, our observations reasonably suggest that it is not manufacturing related. It is reasonable to suggest that the haptics were intact, in good condition and acceptable for use by the customer prior to attempted loading. Based on this, the damage was most likely caused by the customer during the loading and/or the attempted delivery and it is unlikely that the lens contributed to the event. Based on the results from the product and batch history record, the product met release criteria.

Manufacturer narrative:
(B)(4)